Manufacturer narrative:
No alleged injury from this alleged incident. Technician adjusted brake shoes as they were too tight. Bed operating normally. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged the brakes are not holding.